Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a possible broken sensor wire on (B)(6) 2015. The patient sensor was inserted into the belly on (B)(6) 2015. Upon removal of the sensor pod, the patients mother reported that a small piece of the sensor wire was sticking out of the belly. Patient's mother did not report any injury or medical intervention.